Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that since 2015, the audio at the central station will switch off at the windows level. No adverse event was reported.